Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that he recently had a blood glucose level of 583 mg/dl, which was treated with the insulin pump. During troubleshooting, the customer was advised that a site issue may have caused the high blood glucose level. Blood glucose level at the time of the call was 95 mg/dl. The customer was advised that the sensor would be replaced but did not return the product for analysis.